Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with antibiotics (specific type, date and duration not reported).

Manufacturer narrative:
This report is submitted on february 19, 2024.